Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not crossing over to multiple stations. A technical support specialist found that the genesis created a new patient care area. The identities provided were all mapped to the genesis patient care area, which corresponds to pyxis units; however, this unit was not mapped to an operational area, which prevented these patients from appearing on any devices, mapped this new unit to the appropriate area to align it with the other units on the list, resolving the visibility issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients were not transferring from genesys to multiple pyxis stations. The customer reported that they had to add all patients as temporary entries. The patients were also not visible on the es server. The customer confirmed that the stations were synchronized, and no error messages or icons were observed on the devices. However, there were no delays or adverse events or injuries reported based on this event.